Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor and insulin squirt out during manual prime. Customer's blood glucose at time of incident was unknown. Customer was disconnected during prime. The customer insulin pump was not dropped or bumped and no water contact. Customer stated the drive support appears to be no damaged. The customer was advised that we are sending loaner pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the alarm. The pump was received with normal operating currents and passed the unexpected restart error test. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.